Event description:
It was reported that links in the deck spring for a 5410low bed are breaking. All are breaking in same area over rotating frame member. Can see wear on member. Also, there is a burr on the end of that same member that is sharp and is wearing into the mattresses.